Manufacturer narrative:
No product was returned. The investigation determined the most probable cause for the positive supply background test to be the main board not operating as intended and the most probably cause for the broken top bezel to be unintentional damage; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited system failure on positive supply background test. A broken top bezel was noted. It is unknown if there was patient involvement, no adverse patient effects were reported.